Event description:
It was reported that the patient had back surgery and the leads were cut out. The date for lead removal was not known. The day of report the physician removed the remaining battery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead; product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743 lot# serial# (B)(4), product type programmer, patient; (B)(4).